Manufacturer narrative:
There were two additional occurences of this complaint submitted by this user for this lot. Please refer to the following mdrs for more information: 2245270-2015-00077, 2245270-2015-00078. While the malfunction product was not returned to vygon, the details of the complaint will be sent to (B)(4) for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.

Event description:
PICC was in place for 13 days when it was found to be leaking between line and butterfly hub.

Manufacturer narrative:
There were two additional occurences of this complaint submitted by this user for this lot. Please refer to the following mdrs for more information: 2245270-2015-00077. 2245270-2015-00078. Vygon (B)(4) was unable to confirm the complaint because the catheter was unavailable for their investigation. As the catheter worked well for 13 days, and each catheter is leak and flow testing during production, a production fault is unlikely. No corrective action will be instituted at this point in time,. But vygon will enter this issue into the complaint log and continue to be vigilant for this type of complaint.

Event description:
PICC was in place for 13 days when it was found to be leaking between line and butterfly hub.